Manufacturer narrative:
(B)(4). Manufacture date for lot 132040131x is 08/2013 and manufacture date for lot 133330027x is 01/2014. Customer is unsure of what the lot is.

Event description:
It was reported to covidien that a baby with pneumothorax, had pedicap fail to confirm intubation despite being through the cords, ensuring tube position not too long and increasing pressures with good heart rate. The child didn't suffer, but needed reintubation. There was no color change despite being through cords with appropriate length at lips and increased pip (peak inspiratory pressure) to high 20s in a 32/40 prem infant who definitely became ventilatable after curosurf without changing the tube again. Lot number either 132040131x or 133330027x. This record is for the second failed pedicap.